Manufacturer narrative:
Manufacturer's investigation conclusion: the event, of associated with the mpu, was confirmed in the submitted log file. The reported event, of power cable disconnect faults occurring, was confirmed in the submitted controller event log file. The log file contained one period (approximately 17 minutes) where brief intermittent power cable disconnects events occurred. The events occurred on the white power cable lead and were momentary ¿ lasting typically a few seconds at most. The black power cable lead connections during these disconnect events were proper and powered the system. These disconnect events are indicative of a mpu connection issue. The customer reported that the mpu would not be returning for evaluation. Set up and use of the mobile power unit (mpu) with the heartmate 3 system are documented in the heartmate 3 lvas patient handbook and the heartmate 3 IFU. System controller warnings, alarms and the actions to be taken as a result of the alarms are described in the heartmate 3 lvas patient handbook. Changing external power sources is documented in the heartmate 3 lvas patient handbook. Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord and the electrical outlet used (including location and accessibility) are given in both the heartmate 3 lvas patient handbook (p.79 - 81) and the heartmate 3 IFU. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that manufacturer's technical service representative reviewed the log file and observed a low power hazard associated with power cable disconnect alarms while patient was on their mobile power unit (mpu) on (B)(6) 2019 between 7:22 a.m. And 7:39 a.m. The review of the various voltages concluded that it does not appear typical with those seen with the power cord becoming unplugged. The pump's emergency backup battery was never required to power the pump during these events. No further information provided.